Manufacturer narrative:
Additional information provided in h.6. And h.11. As part of the food and drug administration (FDA) approval process, this part had to go through biocompatibility testing to show that it is safe for human contact and its intended use. This testing included cytotoxicity testing, skin irritation testing and skin sensitization testing which all demonstrated that the product is safe for use. There has been no change to the adhesive. The reported product¿s lot number was not reported, preventing lot number specific reviews for similar complaints or non-conformances. However, before production release, each product history record is reviewed to ensure that all associated products meet the required specifications and release criteria. Based on the information available, a definitive root cause could not be established. The supplier confirmed that no changes have been made to the adhesive, and biocompatibility testing (cytotoxicity, skin irritation, and sensitization) supports that the material is safe for its intended use. No product-related or manufacturing-related contributors were identified, and the adhesive was confirmed unchanged and compliant with biocompatibility requirements. Therefore, no corrective or preventive action is required for this occurrence. If additional information or samples become available, the investigation will be re-evaluated. Complaint data for all products is reviewed monthly to monitor for adverse trends. During the last review, no adverse trends were observed for the reported product and event combination. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. No further action warranted at this time. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that issue with adhesive of drape and skin irritation noted after cataract surgery with intraocular lens implant which has been diagnosed as dermatitis and ecchymosis. The patient received appropriate medical treatment, and the reported condition has resolved.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).